Event description:
It was reported the patient¿s implantable neurostimulators (ins) were near depletion. It was noted the battery depletion was normal. It was further noted there was no patient death and the patient status after the inss were removed was recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the battery was not in new condition. Analysis of the implantable neurostimulator (s/n (B)(4)) found the bond wires were lifted. It was noted that one of the #1 and #3 electrode bond wires were lifted from the hybrid bond pad. It was further noted that both #0 electrode bond wires were lifted from the hybrid bond pad.